Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 16-feb2022. It has been over 14 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified for the phenomenon of ¿fuse box burnt of inlet¿. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the ac inlet fuse box burnt. In addition, the evaluation found sticking of the filter turret, output connector difficult to connect due to wear, deterioration of dimming due to diaphragm failure, front panel switch dent and mesh turret failure. The investigation is ongoing and the definitive root cause of the reportable malfunction cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-s40pro, visera pro xenon light source to olympus for repair due to a report that upon startup, the front panel was blinking. Upon inspection and testing of the returned device, it was determined that the ac power inlet was noted burned. This report is submitted due to the ac power inlet burned. As the problem was found during in-house service of the device, there was no patient involvement.